Event description:
Affiliate reported that the sensor was explanted in 2008, as it did not properly show the monitored pressure. The value was too high in comparison with the overall pt conditions. No adverse pt consequences.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.